Manufacturer narrative:
Mw#5098821, the patient reported the following, "severe allergic reaction to an exos boa wrist brace after wearing it for less than 48 hours. I am, severely allergic to latex and this is how I react to latex. I am able to wear the brace because I made a sleeve out of a dress sock so that the brace does not touch my skin and have had no problems." The brace does not contain latex. The IFU states, "not made with natural rubber latex." If the product is returned for evaluation, a supplemental report will be submitted.

Event description:
Mw#5098821, the patient reported the following, "severe allergic reaction to an exos boa wrist brace after wearing it for less than 48 hours. I am, severely allergic to latex and this is how I react to latex. I am able to wear the brace because I made a sleeve out of a dress sock so that the brace does not touch my skin and have had no problems."